Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stenosis occurred. On (B)(6) 2025, the subject underwent treatment with the ranger drug coated balloon as part of clinical trial. The target lesion was located in the right arm anastomosis with 5.0 mm reference vessel diameter, 60.0 mm length and 90 % stenosis. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0%. The target lesion was treated with the study device, 5 mm x 80 mm ranger drug coated balloon. Post procedure, the residual stenosis was 0%. Post index procedure, arteriovenous fistula (avf) functional assessment revealed flow volume of 593 ml/min, resistance index of 0.63, systolic blood pressure of 138 mmhg, and diastolic blood pressure of 61 mmhg. On (B)(6) 2025, the subject presented for protocol required 6-month follow up visit and was noted with decreased blood flow indicating av access dysfunction. Arteriovenous fistula functional assessment revealed flow volume (fv) of 626 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 120 mmhg, and diastolic blood pressure of 63 mmhg. There was no specific potential cause noted of reintervention. On (B)(6) -2025, 158 days post index procedure, 99% stenosis noted in right arm anastomosis with 30 mm lesion length was treated by percutaneous intervention with plain old balloon angioplasty (poba) and the final residual stenosis was noted to be 0%. At the time of event, subject was on aspirin and other anti-coagulant medication. On the same day, the outcome of the event was considered as resolved. It was further reported that on (B)(6) 2025, post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject had the first successful hemodialysis performed after index procedure. On (B)(6) 2025, during protocol required 3-month follow-up, avf (arteriovenous fistula) functional assessment revealed flow volume (fv) of 678 ml/min, resistance index (ri) of 0.57, systolic blood pressure of 126 mmhg, and diastolic blood pressure of 65 mmhg. There were no clinical symptoms to indicate av access dysfunction. On (B)(6) 2025, the subject presented for the protocol required 6-month follow up visit and underwent avf evaluation which revealed decreased blood flow indicating (arteriovenous) av access dysfunction. On the same day, the subject was diagnosed with shunt stenosis and site reported the event of "non-target lesion stenosis as ae001. At the time of the event, the subject was on aspirin and anti-coagulant medication. Per edc, there was no specific potential cause -of reintervention indicated. On the same day, pre-reintervention avf (arteriovenous fistula) functional assessment revealed flow volume (fv) of 626 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 120 mmhg, and diastolic blood pressure of 63 mmhg. On (B)(6) 2025, 158 days post index procedure, 99% stenosis noted in the right arm anastomosis (non- target lesion) with 30 mm lesion length was treated by percutaneous intervention with poba using 6 mm x 40 mm 18yoroi balloon and the final residual stenosis was noted to be 0% (ae001).%. Index core lab angiography findings dated 14-feb-2025 revealed that the target lesion was on aspirinlocated in the anastomosis, with 4.7 mm reference vessel diameter, 35.48 mm length, and 65.96 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 8.51 %. No complications were noted after pre-dilatation and other test device usage. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the target lesion had 4.6 mm reference vessel diameter, 33.3 mm lesion length, and 80.43 % diameter stenosis. Post-reintervention assessment revealed 4.26 % diameter stenosis. No complications were noted post reintervention. On (B)(6) 2025, the outcome of the event was considered as resolved.

Event description:
It was reported that stenosis occurred. On (B)(6) 2025, the subject underwent treatment with the ranger drug coated balloon as part of clinical trial. The target lesion was located in the right arm anastomosis with 5.0 mm reference vessel diameter, 60.0 mm length and 90 % stenosis. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0%. The target lesion was treated with the study device, 5 mm x 80 mm ranger drug coated balloon. Post procedure, the residual stenosis was 0%. Post index procedure, arteriovenous fistula (avf) functional assessment revealed flow volume of 593 ml/min, resistance index of 0.63, systolic blood pressure of 138 mmhg, and diastolic blood pressure of 61 mmhg. On (B)(6) 2025, the subject presented for protocol required 6-month follow up visit and was noted with decreased blood flow indicating av access dysfunction. Arteriovenous fistula functional assessment revealed flow volume (fv) of 626 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 120 mmhg, and diastolic blood pressure of 63 mmhg. There was no specific potential cause noted of reintervention. On (B)(6) 2025, 158 days post index procedure, 99% stenosis noted in right arm anastomosis with 30 mm lesion length was treated by percutaneous intervention with plain old balloon angioplasty (poba) and the final residual stenosis was noted to be 0%. At the time of event, subject was on aspirin and other anti-coagulant medication. On the same day, the outcome of the event was considered as resolved. It was further reported that on (B)(6) 2025, post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject had the first successful hemodialysis performed after index procedure. On (B)(6) 2025, during protocol required 3-month follow-up, avf (arteriovenous fistula) functional assessment revealed flow volume (fv) of 678 ml/min, resistance index (ri) of 0.57, systolic blood pressure of 126 mmhg, and diastolic blood pressure of 65 mmhg. There were no clinical symptoms to indicate av access dysfunction. On (B)(6) 2025, the subject presented for the protocol required 6-month follow up visit and underwent avf evaluation which revealed decreased blood flow indicating (arteriovenous) av access dysfunction. On the same day, the subject was diagnosed with shunt stenosis and site reported the event of non-target lesion stenosis as ae001. At the time of the event, the subject was on aspirin and anti-coagulant medication. Per edc, there was no specific potential cause -of reintervention indicated. On the same day, pre-reintervention avf (arteriovenous fistula) functional assessment revealed flow volume (fv) of 626 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 120 mmhg, and diastolic blood pressure of 63 mmhg. On (B)(6) 2025, 158 days post index procedure, 99% stenosis noted in the right arm anastomosis (non- target lesion) with 30 mm lesion length was treated by percutaneous intervention with poba using 6 mm x 40 mm 18yoroi balloon and the final residual stenosis was noted to be 0% (ae001).%. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was on aspirinlocated in the anastomosis, with 4.7 mm reference vessel diameter, 35.48 mm length, and 65.96 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 8.51 %. No complications were noted after pre-dilatation and other test device usage. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the target lesion had 4.6 mm reference vessel diameter, 33.3 mm lesion length, and 80.43 % diameter stenosis. Post-reintervention assessment revealed 4.26 % diameter stenosis. No complications were noted post reintervention. On (B)(6) 2025, the outcome of the event was considered as resolved. It was further reported that on (B)(6) 2025, non-target lesion stenosis was noted and percutaneous transluminal angioplasty intervention (pta) was performed. On the same day, the event was resolved.

Manufacturer narrative:
B5: describe event or problem: updated. E1: initial reporter address (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the missing information/device return, but further information was unable to be obtained.

Event description:
It was reported that stenosis occurred. On (B)(6) 2025, the subject underwent treatment with the ranger drug coated balloon as part of clinical trial. The target lesion was located in the right arm anastomosis with 5.0 mm reference vessel diameter, 60.0 mm length and 90 % stenosis. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0%. The target lesion was treated with the study device, 5 mm x 80 mm ranger drug coated balloon. Post procedure, the residual stenosis was 0%. Post index procedure, arteriovenous fistula (avf) functional assessment revealed flow volume of 593 ml/min, resistance index of 0.63, systolic blood pressure of 138 mmhg, and diastolic blood pressure of 61 mmhg. On (B)(6) 2025, the subject presented for protocol required 6-month follow up visit and was noted with decreased blood flow indicating av access dysfunction. Arteriovenous fistula functional assessment revealed flow volume (fv) of 626 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 120 mmhg, and diastolic blood pressure of 63 mmhg. There was no specific potential cause noted of reintervention. On (B)(6) 2025, 158 days post index procedure, 99% stenosis noted in right arm anastomosis with 30 mm lesion length was treated by percutaneous intervention with plain old balloon angioplasty (poba) and the final residual stenosis was noted to be 0%. At the time of event, subject was on aspirin and other anti-coagulant medication. On the same day, the outcome of the event was considered as resolved.